Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: patient¿s current blood glucose (bg) is 550mg/dl with ketones and lethargy, patient has been sleeping most of the day. Bg has been running high for the past 2 ½ to 3 days. They have switched out sites daily, but her bg levels remain in the 300¿smg/dl. Patient usually runs no higher than 200mg/dl. Patient was taking corrections from pump as well as insulin pen and changing the site. Reporter denies air bubbles in tubing, or cartridge, is using room temperature insulin, no issues with site, no bent cannulas, is rotating frequently to new areas. Patient is currently off insulin pump therapy and taking injections until her doctor visit on (B)(6) 2014. They have also switched vials of insulin thinking this may help. Patient was off pump for 1 day and bg started to come down so she went back on pump and bg levels went back up; mom reports during that time that she continued to have pump delivery into tissue and could not feel the basal being delivered; she could see that she gave a bolus, but is concerned about the basal not being delivered. Cs review of pump found no issues; nothing to indicate that there is a mechanical problem with the pump; no evidence to suggest a problem with site/set/cart or insulin. Cs recommended that the reporter continue to work with health care provider to assess possible causes of the bg elevation and possible changes in patient's insulin regimen. There is no indication of pump malfunction. This complaint is being reported because a patient on pump therapy experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.